Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime this year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing major difficulty charging and holding a charge. The patient underwent implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime this year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing major difficulty charging and holding a charge. The patient underwent implantable pulse generator (ipg) replacement procedure. Additional information stated that the patient is doing great postoperatively. The explanted device was disposed of by facility.